Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the investigation results, the root cause could not be identified. However, it is likely that the intermittent blinking of the front panel was caused by a defective limit switch or light-emitting diode. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source had blinking front panel led's. The issue occurred during preparation for a diagnostic upper gastrointestinal series (ugi). The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.